Event description:
A malfunction alarm occurred, with an error code noted, which could not be reset. The issue led to the customer¿s blood glucose level reaching 600 mg/dl. No corrective actions were initially taken by the customer, who instead contacted technical support. Technical support confirmed the shipping address and provided instructions for the customer to return the problematic pump and put it into storage mode. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.